Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed right ventricular (rv) lead noise. Programming changes were performed to resolve the issue. The patient condition was stable.